Manufacturer narrative:
Calibration was acceptable. The customer stated that controls were acceptable prior to the event. The investigation determined the actions performed by the customer resolved the issue.

Manufacturer narrative:
The na electrode lot number was f1461. The electrode expiration date was requested, but not provided. The customer found that a knob was unscrewed and laying in the ise module. The customer ensured the knob was tight and in place. The customer ran conditioning, ise checks, calibrations, and precision studies; all were successful. The customer ran controls and the results were within established ranges. The customer also ran a patient correlation study and the results were satisfactory. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the na electrode on a cobas 8000 ise 1800 module. A doctor questioned the initial values, so the samples were repeated on a second analyzer. The repeat values were deemed correct. The first sample initially resulted in a na value of 151 mmol/l and it repeated as 144 mmol/l. The second sample initially resulted in a na value of 150 mmol/l and it repeated as 143 mmol/l.